Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was unable to make adjustments with or without the antenna. The patient was trying to decrease stimulation because it was up too high. The patient stated ¿it was zapping the daylights out of me.¿ the patient was instructed on how to reposition the programmer or antenna over the stimulator and was then able to communicate and adjust stimulation to a comfortable level. MRI guidelines were also given.